Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The lens was returned posterior surface up in the lens case. Viscoelastic and what appeared to be a small amount of blood was observed dried on the lens. One haptic was slightly bent-distal area. One haptic had been pulled from the optic, not returned. It cannot be determined if this haptic was also damaged. The returned lens matched the provided photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified products were used. The company specific lens is only qualified for use with the company specific cartridges. The root cause for the damage could not be determined. Haptic damage was observed. One haptic was pulled from the optic and one haptic was slightly bent. It is unknown if qualified associated products were used. The company specific lens is only qualified for use with the company specific cartridges. The IFU (instructions for use) instruct: company specific foldable iols (intraocular lens) are qualified for use with a company specific qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company specific qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before intraocular lens implantation (iol) surgery, the lens haptic was bent and the procedure was completed on the same day. There was no patient contact.